Manufacturer narrative:
(B)(4).

Event description:
It was reported that double counting of paced complexes and t-wave oversensing were observed. Possible myopotentials of oversensing were suspected. No clear indication of a lead damage was seen. Pli, hvli and sensing are fine. Programing changes were made and the issue was resolved. Patient is stable.